Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00193.

Event description:
It was reported during the procedure that the threads of two set screw were damaged. There was a greater than 30 minute delay to remove and replace them without reported patient harm. This is report one of two of this event.

Event description:
It was reported during the procedure that the threads of two set screw were damaged. There was a greater than 30 minute delay to remove and replace them without reported patient harm. This is report one of two of this event.

Manufacturer narrative:
Additional information in b4, d4 (UDI number), d10, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The closure top was returned for evaluation. Visual inspection showed signs of use but no obvious signs of damage. A functional test was completed utilizing a closure top driver, pathfinder nxt screw, and sleeve. The closure top was able to connect with the drivers as expected. The closure top was able to thread down the sleeve, the junction between the sleeve and the screw, and the screw threads without issue. The complaint is unconfirmed for thread damage.